Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and therefore, was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a mis posterior fusion procedure, the tip of a cutting bur broke off and fell into the surgical site. The device fragment was large enough for the surgeon to easily locate, and manually retrieve with a manual instrument; no fragments remain in the pt. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No additional medical intervention was required, as a result of this event. There was no pt or user injury reported, and no other adverse consequences alleged.